Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an esophageal procedure, the device operator received an error message when trying to upload a study on the receiver. A repeat procedure was required and was performed on (B)(6) 2016. The patient tolerated procedure without incident and data was collected. Neither the patient or nurse suffered any injury. No other known adverse events were reported.